Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID 2067 radio frequency programmer head. (B)(4).

Event description:
It was reported that the programmer was unable to complete its boot-up/self-test, that it stopped on the screen which displays the company logo. It was further noted that the radio frequency programmer head did not work. The programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer was unable to complete its boot-up/self-test, that it stopped on the screen which displays the company logo. It was further noted that the radio frequency programmer head did not work. The programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the programmer was returned and analysis confirmed the customer comment that it could not complete its boot- up/self-test and instead locked up at the company logo screen. The hard drive was reconfigured and the software reloaded. Analysis also found a noisy system fan which was replaced. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.